Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined.

Event description:
Baxter (B)(4) received a report that an infusor leaked during patient use. The device was filled with a solution of 5-fu. This potentially caused a breach in the sterile fluid pathway of the device. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.